Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm due to completely broken reservoir tube lip. However. The motor was tested outside of the device and passed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. The customer stated they were able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.